Manufacturer narrative:
(B)(4). Additional information: additional information received: what confirmation was received that the device was fully fired? The washer was broken, and the surgeon heard audible feedback. Was the cut line fully circumferential around the target tissue? Unfortunately, cut line was fully circumferential around the target tissue. What was the shape of the staples (b-formation, irregular, legs straight)? Almost all of staples shape were legs straight, some of them were b-formation if the device fully cut, were all tissue layers present in both donuts when inspected? Yes how was the procedure completed? The procedure was completed with suture anastomosis.

Manufacturer narrative:
(B)(4). . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what confirmation was received that the device was fully fired? Was the cut line fully circumferential around the target tissue? What was the shape of the staples (b-formation, irregular, legs straight)? If the device fully cut, were all tissue layers present in both donuts when inspected? How was the procedure completed?

Event description:
It was reported that during a low anterior resection procedure, "after all mobilization, the surgeon tried to anastomosis with the device, but it didn't work. Half of the staple worked and the tissue was cut." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.